Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service due to a lead fracture. The physician performed an invasive procedure to replace the lead and elected to replace the implantable cardioverter defibrillator (ICD) at this time.